Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent unexpected shutdowns occurred. Additionally, it was reported that pump touch screen was intermittently unresponsive. There was no reported impact to customer's blood glucose. Customer declined follow up from tandem technical support.